Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box history showed that the pump time and date reset to factory default within 17 minutes of the battery being removed from the pump. During testing, the pump was exercised for 24 hours without issue; the pump battery was removed and the pump was left without power for 6 hours after which the time and date was found to have reset. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and the internal clock battery was found to be leaking. Unrelated to the complaint, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted animas to report that the subject pump reverted to the default date/time when the battery was replaced. At the time of the call, the reporter informed the animas representative that the patient¿s blood glucose (bg) readings had been running high, up to 501 mg/dl, between 7pm and 9pm and as low as 40 to 50 mg/dl in the mornings since summer began. The reporter denied that the patient developed symptoms with elevated bg; however, claimed the patient did feel shaky when she was running low. In response to the elevated bg readings the patient took a correction bolus and her bg came down to target range each time. In response to low bg readings and symptoms, the patient would drink ½ cup of coke which alleviated her symptoms. At the time of troubleshooting, the patient¿s mother stated that 2 weeks prior to contacting animas, she checked the date and time on the pump and noticed that am/pm time setting was reversed, which she feels may have contributed to the patient¿s high and low blood glucose excursions. When the reporter became aware of incorrect time setting, she corrected it. However, when she checked pump date and time on (B)(6) 2013 she noticed am/pm time setting was reversed again. After replacing the pump¿s battery, she then noticed that the time and date reset to default of (B)(6) 2007, 12:00am. At the time of the call, the reporter informed the animas representative that prior to (B)(6) 2013, the patient, who is 14 years of age, had been changing the pump¿s battery on her own. The reporter is confident that the pump had been resetting to default time prior to (B)(6) 2013 and that the patient had not set time correctly. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged pump issue began.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.